Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the device would not cauterize; no current was reaching the snare. The device had been inspected prior to use and it was confirmed that the cautery pin was securely attached to the handle. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. (B)(4) for the reported event: cautery failure. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.